Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, it was reported that the pediatric patient experienced vomits and nausea. The cgm reading was 130 mg/dl and the bg reading was 385 mg/dl. The parent treated the patient with water and took him to the hospital around 10 am. At the hospital the patient was treated with 2 IV bags of insulin and an unspecified medication for his stomach and nausea. They performed some blood test but there was no documentation about the results. The patient was discharged the next day around 2 am (less than 24 hours). At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information became available.